Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and had a growing hematoma. Heparin was stopped and a total of four units of packed red blood cells were provided. The staff decided the best course would be to do high risk percutaneous coronary intervention (hrpci) instead of coronary artery bypass graft (CABG), and then take the patient to operating room for removal of the impella, evacuation of hematoma, and repair of the artery.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided. D6a, d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.